Event description:
Patient reported right side breast asymmetry, device rippling, and chronic mastitis. Device has been explanted and replaced.

Manufacturer narrative:
Corrected data: b.3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation.

Event description:
Patient reported right side breast asymmetry, device rippling, and chronic mastitis. Device has been explanted and replaced.